Event description:
MFR report #: 3006493760-2026-00004. A patient implanted with an icotec pedicle system ((B)(6) 2023) required a revision surgery ((B)(6) 2026; loosened nut screws, two broken pedicle screws; MDR no. 3006493760-2026-00003). The surgeon decided to replace the entire system. When attempting to remove the osseointegrated pedicle screws, six of them broke. The surgeon decided to leave the fractured shafts in place and to extend the construct to additional levels.

Manufacturer narrative:
Icotec attempted to obtain the retrieved devices for investigation. To date, these have not been made available. Analysis of the relevant production records of the pedicle screws did not identify any anamolies that could be a cause of the event. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known. Data relating to manufacturing date is not on the label as UDI-pi.